Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges additional surgery for explant of "meshoma". No medical records have been provided and no sample was returned for evaluation. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent right inguinal hernia repair. A large size perfix plug, reference number 0112970, lot number huzh0957 was implanted. On (B)(6) 2018: the patient underwent surgery for treatment of groin pain, palpable mass in the groin and removal of meshoma. Upon entering patient's abdomen, the surgeon noted that the mesh was adherent to the epigastric vessels, which he dissected free. The surgeon observed that the plug was essentially laid at the external ring and it completely scarred the area down. The ilioinguinal nerve was ¿identified laterally and appeared to run up next to the heavy scar surrounding the mesh where it disappeared.¿ the surgeon performed a neurectomy of the ilioinguinal nerve. The surgeon removed the perfix plug. As alleged, the patient suffered and continues to suffer from severe pain, inflammation, weight loss and loss of appetite, which have affected his everyday life. Patient also requires ongoing physical care and treatment.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges additional surgery for explant of "meshoma". No medical records have been provided and no sample was returned for evaluation. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 1 months post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, adhesions, neuralgia, scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions as a possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent right inguinal hernia repair. A large size perfix plug, reference number (B)(4), lot number huzh0957 was implanted. (B)(6) 2018: the patient underwent surgery for treatment of groin pain, palpable mass in the groin and removal of meshoma. Upon entering patient's abdomen, the surgeon noted that the mesh was adherent to the epigastric vessels, which he dissected free. The surgeon observed that the plug was essentially laid at the external ring and it completely scarred the area down. The ilioinguinal nerve was ¿identified laterally and appeared to run up next to the heavy scar surrounding the mesh where it disappeared.¿ the surgeon performed a neurectomy of the ilioinguinal nerve. The surgeon removed the perfix plug. As alleged, the patient suffered and continues to suffer from severe pain, inflammation, weight loss and loss of appetite, which have affected his everyday life. Patient also requires ongoing physical care and treatment. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the floor of inguinal canal indicates the indirect inguinal hernia. The hernia sac was separated from the cord structures. A large perfix plug (device #1) was placed and external leaflets were opened to recreate an internal ring. The leaflets sewn in place to the conjoint tendon, rectus superiorly and to the shelving edge of ligament. A patch was placed flat with the end over the pubic tubercle.¿ (B)(6) 2018 - patient was diagnosed with neuralgia and recurrent right inguinal hernia, meshoma thereby underwent open repair with the removal of perfix plug (device #1) and robotic assisted repair with the implant of 3dmax light mesh (device #2). Per operative notes, ¿the hernia was identified and the mesh was poking out underneath the peritoneum just medial to the epigastric vessels. The hernia sac was reduced back into the abdomen. The perfix plug (device #1) was mildly adherent lo the epigastric vessels were dissected free. The perfix plug (device #1) was laid at the external ring completely scarred was removed. The ilioinguinal nerve run up next to the heavy scar surrounding the mesh was clamped and removed. A extra - large 3dmax light mesh (device #2) was placed center over the hernia defect and secured with stitches at the symphysis pubis.¿ attorney alleged that the patient had adhesions, hernia recurrence, nerve damage, pain & suffering. It is also alleged that the patient had right groin mass consistent with meshoma/prior plug mesh that was palpable.